Event description:
Revision surgery: the pt was experiencing progressively worse pain symptoms following a total hip arthroplasty done in 2008. The surgeon decided to perform a polyethylene swap on the liner and switch to a ceramic on polyethylene bearing. The stem was loose; removed and replaced as well.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 3.7 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 15th complaint for this part number: five due to dislocation, three due to pain, two for trauma, one due to instability, one packaging issue, one due to infection, and one for wear. This is the first complaint for this lot number. The root cause for the pain was not determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.